Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00612.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, while being advanced through a px slim, the pc400 coil became stuck about half way up the px slim. Therefore, the physician removed both the pc400 coil and px slim. The procedure was then completed using another manufacturer's coils and delivery catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to device available for evaluation section: corrected from "yes" to no. Correction to device evaluated by MFR section: corrected from "no: device evaluation anticipated, but not yet begun" to no: other ¿ the hospital disposed of the device. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.